Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the she stated the mist didn¿t come out through mouth piece it came out the nebulizer. Out of the body of the machine. There was smoke, no fire. Smokey smell, electrical smoke. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.